Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are not able to determine the definitive cause of event .however, x-ray images are sent for review. A follow up report will be sent when results are available.

Event description:
It was reported that patient underwent transforaminal lumbar interbody fusion at levels l4-5. Post op,on (B)(6) 2017, post op, radiology report pointed out an artificial bone (equivalent to bone) is flowing in the spinal canal (until l2-3). The device was used in a cage and the intervertebral disc with autologous bone by means of plf because the amount of autologous bone was not enough. There is a possibility that the artificial bone used for the intervertebral disc is melted. The patient complained of pain in the femur in the 4th day after the surgery. Neurological symptom has not occurred.

Manufacturer narrative:
Post op CT images show a hyper dense object in the epidural space at c3 posterior. It is not clear what this is. Possibilities include bone wax, bone graft of other radiopaque material which was placed in the epidural space at the time of the surgery. Not aware of any circumstances under which allograft can melt and migrate at physiologic temperatures. If information is provided in the future, a supplemental report will be issued.